Event description:
The manufacturer received an information alleging a patient experienced dry throat and an infection and the device's heating plate was burnt. During the event, the patient went to a clinic, and the doctor told him to stop using the device. Additionally, unrelated to the reportable malfunction, the patient also noted a burning smell. The allegation has also been reviewed by a pms clinical expert and determine that the allegation of dry throat and an infection does not qualify as serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicated the potential for serious adverse events has occurred as a result of this incident is unlikely. The device has not yet been returned to the manufacturer for evaluation. If any additional information received, a follow-up report will be filed.